Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 cgm to the ilet, resulting in reliance on manual insulin injections while the cgm showed readings but the ilet pairing failed; troubleshooting included toggling sensor model settings, device restart, and re-entering the pairing code, after which pairing completed. Symptoms included hyperglycemia with a peak of 534 mg/dl and prolonged elevated glucose. Outcomes included no hospitalization, no professional intervention, and self-management with subcutaneous insulin pens. Investigation included customer-guided troubleshooting and education to reattempt pairing and confirm sensor data after reconnection. Investigation of this case revealed a temporary communication or pairing failure between the cgm and ilet that resolved after standard troubleshooting steps. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity difficulty resolved through troubleshooting and not indicative of device malfunction.